Event description:
During mbl setup for a gastroscopy, the physician was preparing to use a cook 6 shooter saeed multi-band ligator. It was reported that when the nurse pulled back the [loading catheter], she found the hook was separated, so she changed to the other end, it also detached. Both blue hooks detached in the endoscope working channel. As this occurred prior to patient contact, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag with an open box, tray from the lot number provided in the report. The label matches the product returned. The photo provided shows part of the box and the label matches the report as well as the loading catheter with one blue hook detached and one detached and missing. Our laboratory evaluation of the product said to be involved confirmed the report. The loading catheter had both hooks completely detached, however only one blue hook was returned. A dimensional inspection was performed on the loading catheter. The inner diameter was measured within the specification of. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly history record for the loading catheter said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual examination of the returned product identified the blue hook was completely detached from both ends of the loading catheter. A definitive cause for this observation could not be determined because the set up conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The blue hook can detach if it gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.